Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2011. Patient had secondary surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are no interfering with daily activities. Symptoms resolved on (B)(6) 2018 after flap lift and rinse performed. Bcva from (B)(6) 2011: right eye pre-op 20/20 -2.50 x .00 x 90, left eye pre-op 20/20 -3.25 x .00 x 00. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -.50 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.